Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the aps track made a swishing noise and then they observed a puff of smoke. They also smelled smoke but were unable to determine the origin. There was no personal injury, impact to patient management, or facility damage reported.

Manufacturer narrative:
The customer observed and smelled smoke coming from their accelerator automated processing system (aps). A field service engineer (fse) was dispatched to the site and determined the source of the smoke was from a blown centrifuge compressor motor capacitor. After removal of the compressor motor capacitor, the fse found a small pool of oil located around the capacitor with distinct damage located at the top. Replacement of the capacitor resolved the issue. The capacitor within the hettich centrifuge v3 was not available for return; however, the fse provided sufficient information and photos describing the part failure. A review of the ticket history for the hettich centrifuge v3 did not identify any issues that may have contributed to the current complaint. There were no subsequent smoke occurrences after the replacement of the capacitor. The accelerator automated processing systems operations manual 7l19-10 provides the operator with adequate information regarding electrical hazards and precautions. The hettich centrifuge operating instructions also notes the safety regulations and operating hazards for the aps centrifuge module. A review of complaints found no trends for either the hettich centrifuge v3 (model 5680) (part number 8-207081-01) or for the accelerator aps system. The complaint investigation for the hettich centrifuge v3 (model 5680) (part number 8-207081-01) did not indicate a deficiency of the product; however, based on all of the available information, this event reasonably suggests that a malfunction of the compressor motor capacitor did occur.